Manufacturer narrative:
Other, other text: b5: additional information was received on (B)(6)2022 and attached in the complaint object. All issues with this device were found during testing at our facility. No patient involvement was indicated to me or our technician at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette error. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the battery. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Dso (downstream occlusion) sensor was not operating as intended and it was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.